Event description:
It was reported via repair work order that patient left top rail was broken at the latch spindle and would not latch up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.